Event description:
It was reported that guide wire tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After a non-bsc guide catheter was placed, a luge guide wire and choice floppy guide wire crossed the lesion; followed by a guideliner down the proximal rca. A 3/38 synergy drug-eluting stent was advanced over the choice guidewire and was successfully deployed towards the mid rca with the luge gudiewire in place. The stent system delivery balloon and the luge wire was then removed. However, the radiopaque part of the wire would not come out of the vessel. The wire broke off at the junction of the radiopaque part of the wire and was left behind the implanted stent. The procedure was completed and the patient remained in stable condition.